Event description:
It was reported to philips that the ac module (dom f1028c and s/n 047458) for the device had stopped working. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.